Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the customer resolved the issue with the help of tech support over the phone. A supplemental report will be submitted if additional information is provided. H3 other text : not returned to manufacturer.

Event description:
N/a.